Event description:
Pt receiving a primary IV of ns at 75cc/hr. She was ordered for magnesium sulfate 2gm in 100cc d5w to run over 1 hour. The magnesium was set to run as a secondary medication piggybacked into the primary IV tubing at 100cc/hr. When the magnesium started to run, it looked to the nurse like; it was dripping in too fast. The nurse shut the pump off and left the room to get assistance from another nurse. When the nurse returned approx 2-3 minutes later, she noted that the magnesium bag had only 20cc left in it. A similar incident occurred later the same day on the same pt. The pt was receiving ns at 75cc/hr via a hospira primary set. Reglan 10mg IV was hung via a secondary set at 100cc/hr. The nurse started the pump and noted that the reglan was running almost wide open. The nurse stopped the pump, but the reglan continued to infuse. The nurse then manually clamped the secondary IV and had another nurse come into the room. Both nurses then reset the pump to see if the problem was in the way the pump was programmed, but when it started, the reglan ran wide open. One nurse then looked at the primary IV bag and saw the drip chamber full with bubbles in the n/s bag.